Event description:
Information received by medtronic indicated that the customer received pump error 15 - the critical block and inverse critical block did not add to zero. Troubleshooting was performed. The customer was able to clear the alarm and complete pump rewind. Error table indicated that the pump should be replaced and the customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The customer discontinued to use the device and the pump returned for failure analysis.

Manufacturer narrative:
(B)(4). Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with (B)(4) inches. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 15 alarm was found in the history files on (B)(6) 2023 22:29:07.000 (esf#3764385; file number = 0; line number = 1938) due to a software error. Pump error 4 was found in the history files on (B)(6) 2023 22:29:07.000 due to the pump error 15. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label stained; end cap address label peeling). Pump error 15 was confirmed due to software error. Pump error 4 was confirmed due to pump error 15. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.